Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered nine shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options considering the patients rhythm. This device remains in service. No additional adverse patient effects were reported.